Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused an intravenous (IV) potassium therapy. The pump indicated the infusion was complete however, 30ccs out of 100ccs was left in the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.